Manufacturer narrative:
Correction: the complaints regarding the ra lead should have been attributed to the rv lead. The leads were mistakenly switched: d6b had and explant date and was not explanted.

Event description:
It was reported that the patient presented in clinic for a follow-up. Device interrogation revealed failure to capture, high pacing impedance, and dislodgement due to twiddler's syndrome, verified via x-ray on the right atrial (rv) lead. Device interrogation revealed high pacing impedance, failure to capture was noted and lack of slack was verified via x-ray was noted on the right ventricular (ra) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.

Event description:
It was reported that the patient presented in clinic for a follow-up. Device interrogation revealed failure to capture, high pacing impedance, and dislodgement due to twiddler's syndrome, verified via x-ray on the right atrial (ra) lead. Device interrogation revealed high pacing impedance, failure to capture was noted and lack of slack was verified via x-ray was noted on the right ventricular (ra) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.

Manufacturer narrative:
Correction: needed for b5 for "right atrial (ra) lead" instead of "right atrial (rv) lead".

Manufacturer narrative:
Correction: for b5 for failure to capture only being on rv lead.

Event description:
It was reported that the patient presented in clinic for a follow-up. Device interrogation noted the that the implantable cardioverter defibrillator (ICD) was migrated. Device interrogation revealed high pacing impedance, and dislodgement due to twiddler's syndrome, verified via x-ray on the right atrial (ra) lead. Device interrogation revealed high pacing impedance, failure to capture was noted and lack of slack was verified via x-ray was noted on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead pacemaker was readjusted in pocket. The patient was in stable condition.

Event description:
It was reported that the patient presented to the clinic for a follow-up. Device interrogation revealed failure to capture, impedance issues, and dislodgement due to twiddler's syndrome, verified via x-ray on the right atrial (ra) lead. During procedure lack of slack and dislodgement was noted on the right ventricular (rv) lead. The physician elected to explant and replace the ra lead. The patient was in stable condition.